Event description:
The loop was terminated. Device was programmed left ventricle (lv) only maximum tracking rate at 130 beats per minute (bpm). As per requested, for the endless loop tachycardia troubleshooting. Boston scientific technical services consultant (ts) assessment stated a measurement retrograde with outputs of lv to right atrium (ra) at 400 milli seconds. The tracking preference was turned off with the same result. Programmed biventricular and pmt terminated when temperature programming ended. Final programming was biventricular and post-ventricular atrial refractory period (pvarp) unchanged and tracking preference was off. As of this time, this crt-d remains in service. No adverse patient effects were reported.